Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient needs a knee revision due to ¿instability¿.

Event description:
Patient needs a knee revision due to ¿instability¿. Update: as per clinician review: baseplate malposition in excessive posterior tibial slope with choice for cr type of components in a knee with long standing stability problems has contributed to early failure of the triathlon cr arthroplasty with recurrent instability requiring exchange to triathlon ts.

Manufacturer narrative:
An event regarding revision due to instability involving a triathlon femoral component was reported. The event was confirmed through clinician review of the medical records provided. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: the medical review indicated: baseplate malposition in excessive posterior tibial slope with choice for cr type of components in a knee with long standing stability problems has contributed to early failure of the triathlon cr arthroplasty with recurrent instability requiring exchange to triathlon ts. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the medical review indicated that baseplate malposition in excessive posterior tibial slope with choice for cr type of components in a knee with long standing stability problems has contributed to early failure of the triathlon cr arthroplasty with recurrent instability requiring exchange to triathlon ts. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.